Event description:
It was reported that during a da vinci-assisted surgical procedure, the instruments were moving while the camera pedal was pressed. The intuitive surgical, inc. (Isi) clinical territory associate (cta) informed that the surgeon had pressed the camera pedal to move the camera, but the instrument arms continued to move. The issue occurred once. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi cta was present for the procedure and communicated with the customer. When the surgeon had their foot on the camera clutch, they were still able to move the instruments. The instruments moved in a way that the surgeon did not intend. It was noted that the surgeon may have utilized the camera clutch incorrectly. There was no harm to the patient. No tissue was manipulated at the time of the issue. The next day, the instrument control issues did not recur during the cases performed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse conducted a system verification and inspected the camera clutch pedal operation. The fse was unable to reproduce the issue reported. System tested and verified as ready for use. Based on the field evaluation, this reported event was not confirmed.